Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Also, missing segment/partial blank display due to complete damaged to the lcd glass. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that insulin pump had partial display. Customer states that screen it looks like it has been damaged and the top right its blank. The customer reported that there was a blot of ink on the screen. Customer¿s blood glucose was unknown at time of incident. The customer reported that the damage was still there even after taking out the battery. Customer advised to discontinue use of pump and revert to back up plan as per hcp¿s instructions. Insulin pump was returned for analysis.